Manufacturer narrative:
(B)(4).

Event description:
The customer reported an arrow arterial catheter (ra-04220) needle breaking on insertion to patient in the radial artery in the wrist. The needle became dislodged from the introducer hub on insertion. The guide wire remained intact within the hub. No patient injury reported. No intervention reported.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing the needle detached from its hub. One photo was of the device still inside the patient and the other was the device outside the patient. However, the root cause of the separation cannot be determined without the sample to evaluate. The probable cause could not be determined from the available information and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported an arrow arterial catheter (ra-04220) needle breaking on insertion to patient in the radial artery in the wrist. The needle became dislodged from the introducer hub on insertion. The guide wire remained intact within the hub. No patient injury reported. No intervention reported.